Event description:
Boston scientific received information stating: during interrogation we found elevated atrial threshold. We optimized atrial pacing parameters. The ra pacing amplitude was optimised from 3,5v, 0,5ms to 5v 0,7 ms. Information received from a study. Form was filled out by (B)(6). Lead was implanted in hungary. No further details provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).